Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device measured outside the accuracy specification when co2 gas mixture was applied because it was not zeroed properly. After the device was zeroed, it was reading within the specified accuracy range.

Event description:
The customer reported the device was reading lower than the other units in comparison. No patient impact or consequences were reported.

Event description:
The customer reported the device was reading lower than the other units in comparison. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.